Event description:
On (B)(6) 2013, a hospital physician contacted animas and alleged the following: the patient¿s pump dispensed 200 units while she was attached. Blood glucose (bg) was 75 mg/dl on admission, 103 mg/dl at time of call. She was treated with juice and unknown amount of carbohydrates, did not have IV fluids during call. Patient is a poor historian and reports she was changing cartridge and completed the prime rewind steps while being disconnected. Patient reports she was not connected, completed all the prime rewind steps while disconnected. She re-connected pump and then the pump did a rewind and prime on it's own and dispensed all the insulin into her she was having trouble with priming pump but could not be specific. Reports that when she prepares cartridge she inserts the cartridge prior to rewind. When asked if she received no cartridge detected patient reports no. Customer support (cs) instructed patient to remain off pump until replacement arrives. This complaint is being reported because the patient experienced hypoglycemia after the pump allegedly dispensed 200 units of insulin without patient intervention.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings: a review of the pump¿s history showed that the total daily doses added up to correctly reflect the user¿s programmed basal settings. During testing, the pump displayed ¿disconnect infusion set from your body¿ prior to the rewind step. The pump was able to successfully pass a delivery accuracy test and was found to be delivering within required specifications. Unrelated to the complaint, the display screen was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.